Manufacturer narrative:
This event is associated with a design-related issue identified as an incomplete or inadequate interface between the j-plasma handpieces and the j-plasma generators. According to the health hazard evaluation (hhe 2-2-2018), this design issue allowed the generator and the handpiece to activate during a procedure when the handpiece plug is not fully plugged in or connected to the generator. If the handpiece plug was not fully connected to the generator, there is a risk of the handpiece being fully connected electrically while administering partial or no helium connection. In this situation, the electrical rf energy is delivered to the electrode at the tip of the handpiece with either no helium or a significantly reduced amount of helium being delivered to the tip. The lack of a complete helium seal at the plug connection to the generator can result in very low or no plasma output from the tip of the handpiece. The potential hazard is a delay in surgery due to very low or no plasma output or an unintended tissue effect (cutting, coagulation, ablation). The electrode becomes hotter than expected due to a diminished supply of helium. In (B)(6) 2018, a voluntary urgent medical device correction (recall z-1153-2018 to z-1155-2018) was issued to notify all customers of this potential new risk identified and provide instructions on actions to prevent this from occurring. In addition, a correction notice was sent to each customer and included in each handpiece package with instructions for proper use.

Event description:
Incomplete or inadequate helium interface between the j-plasma handpieces and the j-plasma generators.